Event description:
The patient reported that the pump re-booted multiple times over the past few weeks without user intervention.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The pump was investigated and found to be operating within required specifications. Evaluation found that pump powers up properly. No damage to the power circuit was revealed. The pump was exercised for 24 hours with no issues. A review of the pump history revealed re-booting which could not be duplicated during evaluation.